Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ auto guard shielded IV catheters leaked blood. The following information was provided by the initial reporter: 'blood has gushed out of the needle, ''the nurse said each time blood has gushed out of the needle.